Event description:
Caller reported cgm error 42. There was no reported impact to the customer's blood glucose level. Cts provided complete pump reset information and assisted the caller in resetting the pump, after which the error code did not reappear. The caller successfully started their sensor session.